Event description:
Event description guidant received information that this transvenous implantable lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance greater than 3,000 ohms. The device and lead were explanted. The device was returned for analysis.